Event description:
The dental implant fx4310mlc was removed on (B)(6) 2017 due to failure to osseointegrate 21 days after implantation. The patient has no significant medical history. The patient has recovered without complications.